Event description:
It was reported that the implantable neurostimulator (ins) was moving all over the place because the placement was bad.

Event description:
It was reported the patient had 2 leads and the implantable neurostimulator (ins) replaced on (B)(6) 2013. The ins had been implanted in the arm pit, and was moving "all over the place." The ins was moved to the collar bone area to prevent movement. It was also reported the leads were not working. It was reported the issues started to occur at the end of (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# va005n5, implanted: (B)(6) 2012. Product type: lead: product ID 3487a-56, lot# va005n5, implanted: (B)(6) 2012. Product type: lead: product ID 3487a-56, lot# va005n5, implanted: (B)(6) 2012. Product type: lead: product ID 3487a-56, lot# v931748, implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) had a lot of issues.